Event description:
A pt was found by nurse in sling of hoyer lift against the wall. Nurse assistants x2 were using the lift to transfer when hoyer lift bent. Pt to floor. This was reported to distributor immediately. Reporting hosp thought the another reported this; they thought reporting hosp did.